Event description:
It was reported by service report that the missing side rail springs have the potential to cause the side rail to unlatch unexpectedly. No pt involvement or adverse consequences are reported.